Manufacturer narrative:
(B)(6). The cause of the event was reported to a use error as the leakage on the drain bag occurred after several hours of treatment, after being filled and emptied several times. The prismaflex control unit warns the operator when the effluent bag is full and it is specified in the on-screen instruction delivered by the prismaflex control unit that the drain bag should be disconnected and changed for a new bag. Only one bag is provided within the sets since this bag is the one needed to prime the set and to start therapy. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during use, an external fluid leak occurred at the bottom seam of the drain bag involving two (2) prismaflex m100 set. The event occurred after 24 hours of starting treatment and after the hospital staff had emptied and reused the drain bags numerous times. There was no patient injury or medical intervention associated with this event. No additional information is available.